Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 6 months. The pump remains in use supporting the patient. No further events have been reported at this time. The report of the green pump running symbol on the system controller going off could not be confirmed via the system controller log file. However, it was reported that driveline and x-ray evaluations performed by the center showed no notable findings and no further events occurred after the report on (B)(6) 2016. The heartmate ii IFU notes that the pump running symbol is always green when the pump is running and outlines the conditions that cause the symbol to be black, as well as how to respond to these events. Evaluation of the log file confirmed consistent low flow hazard alarms throughout the four hours of recorded data. No pump stops or speed reductions below the low speed limit were captured in the log file. The estimated flow is a value that is calculated from power and speed. If the calculated value is less than 2.5 lpm, a low flow hazard alarm becomes active per design. The low flow alarms were reported to be hypovolemia related and not device related. The patient was dehydrated, and once fluids were replicated the alarms resolved.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, it was reported that the patient stated that the green light (the pump running symbol) on their system controller stopped when they were getting out of a car. The patient denied receiving an alarm, but stated they felt dizzy at the time of the event. The patient stated that the symptom resolved when the green light returned. The event occurred while connected to batteries. The patient went to the center for evaluation. It was reported that there was no obvious damage to the driveline and x-rays obtained showed no indication of a fracture. No further events were reported. A system controller log file was submitted to the manufacturer's technical services representative for review. The log file submitted only contained data for (B)(6) 2016. The data provided did not correspond with date event occurred ((B)(6) 2016). Technical services observed consistent low flow hazard alarms. There were no pump stops or other anomalies noted in the file. It was reported that the low flow alarms were from hypovolemia and resolved once patient was hydrated.